Event description:
As reported by the customer for this event, the flow of air and water through the channel was not smooth. There was a suspicion of blockage. The issue with the device did not delay the intended procedure for more than 15 minutes. The intended procedure was completed with another similar device. There is no reported harm to any patient.

Manufacturer narrative:
This device is not sold in the us but a similar device is. The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection of the device, the air/water nozzle was deformed with black foreign material stuck in it. The black material was not identified. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: customer provided information on the reprocessing performed at the facility. An air water channel cleaning adapter is being used for pre-cleaning. Detergent is used for pre-cleaning. The endoscope channels are being brushed during manual cleaning with reusable original brush. The facility does not use an automatic endoscopy reprocessor (aer). Information on storage of endoscopes is not provided. Nor did customer provide information if pre-cleaning is being performed immediately after a procedure and how the pre-cleaning is performed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to foreign debris such as adherent of gauze, foreign debris originated from the peripheral device, body fluids and chemical solutions clogged in the nozzle because of the deformed nozzle. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "operation manual_ inspection of the endoscope inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. Operation manual_ inspection of the endoscopic system: inspection of the air-feeding function, inspection of the objective lens cleaning function". The user can decrease and prevent occurrence of the suggested event by handling the device in accordance with the following IFU: "important information: please read before use warning: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.